Event description:
According to the reporter: during seven cases suture was used which led to wound dehiscence.

Manufacturer narrative:
(B)(4). Ref MDR #s of other 6 cases: 1219930-2011-00644, 00645, 00615, 00647, 00648, 00649.